Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right ventricular lead that had defibrillation impedance levels constantly been drifting up over the past couple of years. The values had more than doubled since implant. A possibility of coil calcification was discussed. The lead was tested via commanded shock and defibrillation testing with acceptable values. The lead would be further monitored. The patient was stable.